Event description:
Once in the body with an abbott ntw mitral clip, it would not lock in place. New clip was opened with successful deployment. Product lot number 50827a1096. Ref (B)(4). Product representative took failed product to return to company. No charge po created to replace item.